Event description:
Info received indicated the head section would not raise.

Manufacturer narrative:
Three attempts have been made to obtain more info from the customer. No other info was obtained and the complaint or resolution cannot be confirmed.